Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('premature labor') and pregnancy with contraceptive device ('pregnancy') in a 26-year-old female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy. Concurrent conditions included preterm labor. In (B)(6) 2007, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced premature labour (seriousness criterion hospitalization). Essure treatment was not changed. At the time of the report, the premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: delivery date: (B)(6) 2010 this patient reported 4 pregnancy episodes with essure, this case refers to the first one. For the main case refer to (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of product technical complaint. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('premature labor') and pregnancy with contraceptive device ('pregnancy') in a (B)(6) female patient who had essure inserted for female sterilization. Other product or product use issues identified: device. Ineffective "device ineffective". The patient's medical history included pregnancy. Concurrent conditions included preterm labor. In (B)(6) 2007, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization). On an unknown date, the patient experienced premature labour (seriousness criterion hospitalization). Essure treatment was not changed. At the time of the report, the premature labour and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: delivery date: (B)(6) 2010. This patient reported 4 pregnancy episodes with essure, this case refers to the first one. For the main case refer to (B)(4). No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.